Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A medical safety assessment was performed. Based on the information provided, the primary event of the severe paravalvular leak (pvl) was related to the valve as it did not provide an adequate seal. Per the information provided, the valve was a contributing factor in the patient death. Other likely contributing factors include left ventricular outflow tract calcification and the patient condition prior to implant (cardiac tamponade and ventricular perforation that required an emergent repair one day prior to the implant). The reported adverse events and severities are documented in the risk management files and instructions for use (IFU). No further safety assessment is required at this time. Pvl is a known potential adverse effect per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause for the pvl could not be determined from the limited information available, but left ventricular outflow tract (lvot) calcification was likely a contributing cause. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established. This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day prior to the implant of this transcatheter bioprosthetic valve in a patient with left ventricular outflow tract (lvot) calcification, left ventricular perforation was observed via diagnostic catheter. Cardiac tamponade was noted. Subsequently, an emergency heart repair surgery was performed. After confirming hemostasis was achieved, the valve implant procedure was performed one day later. Following the valve implant, it was noted that lvot calcification was remarkable and severe paravalvular leak remained due to the lack of post-operative heart failure control. It was reported that recovery after the valve implant procedure could not be achieved. Four days post-implant, the patient died. The cause of death was cardiac related. Per the physician, the valve was a contributing factor to the patient's death.

Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.